Event description:
Additional information received from the patient. Pt called back stating "replace controller batteries" continues to display on their controller. Pss reviewed information and sent an email to repair to replace the controller. Additional information received from the patient. It was reported the patient was sent a new recharger and the overheating while charging was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# unknown: product type recharger product ID 97745bp serial# (B)(6): product type accessory product ID 97755-s serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: unknown; product ID: 97755-s, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their implant and the issue began about a week ago. Pt stated they were getting the batteries low replace controller batteries message and the recharger would become warmer than usual sometimes when charging the implant. Pt's implant would only charge to 60% and charging was terrible. Pt reset the controller and was to charge the implant for a while. An email was sent to the repair department to replace the recharger. Additional information was received from a patient (pt). It was reported that the controller is showing a message that the controller battery needs to be replaced when they are charging the implantable neurostimulator (ins) battery. The pt keeps resetting the battery pack in the controller. The pt stated they called before in (B)(6) 2023 and reported this message and they were sent a recharger (rtm) cord but that did not resolve the message. The pt noticed the other day the rtm is getting warm during recharge of the ins. Patient services (pss) reviewed it is normal for the rtm paddle to get warm during the ins charge. A replacement battery pack was sent out.